Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having ptsd and lack of sleep. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This incident has already been reported in pr 5141949 and MFR report number 2518422-2024-55730. The current report with MFR report number 2518422-2024-56358 is being canceled.